Manufacturer narrative:
This report is for one (1) unknown blade. Additional product codes for this report include hwc. It is unknown if the complainant blade was the new blade being implanted or the old blade being explanted. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure to remove and replace a proximal femoral nail antirotation (pfna) blade on (B)(6) 2015. During the procedure, the screws on the handle snapped off and broke into the blade. The surgeon had to cut off the protruding part of the blade in order to proceed with the procedure. A sixty (60) minute surgical delay was noted. No additional harm has been reported. This report will address the intra-operative instrument breakage. The events leading up to the revision procedure will be captured in and reported under (B)(4). This report is for one (1) unknown blade. This report is 2 of 2 for (B)(4).